Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient with this system was experiencing pain and swelling of her left axilla and her left upper arm. The system was placed very far left as she had large breast implants and the physician wanted to avoid them. The pacemaker was moved to the right side and the associated leads were explanted and replaced.